Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted due to malfunction - broken.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device, updated device information. Attempts have been made to obtain additional information surrounding this event. Monofilaments were present in the area of the detachment site of the longer exhaust tube of the pump, which indicate the tube was over-extended and/or torqued. Surface abrasion was noted on the longer exhaust tube of the pump near the detachment sit however, additional information has not been received. If additional information becomes available, the complaint will be re-evaluated according to procedures. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed the detachment sites of the longer exhaust tube of the pump and the exhaust tube of cylinder 2 appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the sites. Pulled e, on the shorter exhaust tube and inlet tube of the pump, on all strain relief of the pump, and on the exhaust tube of cylinder 1 near the strain relief. No functional abnormalities were noted with the pump or cylinders 1 and 2. Based on quality's examination, quality concluded that while in-vivo the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the longer exhaust tube of the pump and the exhaust tube of cylinder 2. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4203557.